Event description:
A patient was implanted (B)(6) 2013 with a hindfoot arthrodesis cannulated nail, spiral blade, end cap and two locking screws. On an unknown date, the patient returned to the surgeon, and was found to have an infection. Patient was returned to the operating room on (B)(6) 2013 and surgeon removed all implanted hardware. There was no delay in surgery time and the patients outcome was reportedly stable following the procedure. This complaint is on a 5.0mm locking screw. This is 5 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.